Manufacturer narrative:
The scope has not been returned to olympus for evaluation. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. In addition, olympus performed an instrument service history review and found that the scope was last returned to olympus on (B)(6) 2017 for an unrelated issue. The scope was serviced and returned to the user facility. Based on the investigation of this report, the cause of the reported event could not be determined. Olympus will continue to investigate this report and will provide a supplemental report if additional information is obtained.

Event description:
Olympus was informed that following a bronchoscopy procedure on (B)(6) 2018, the pulmonary physician reported a tracheal injury to the patient. The patient¿s outcome is unknown.